Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: on (B)(6) 2021, during the process of indwelling the intravenous indwelling needle for the patient, when the steel needle retreated 0.5cm after blood return, a colloidal foreign body was found at the place of the needle. After a good explanation was given to the patient, the needle was pulled out and a new indwelling needle was replaced for the patient, without affecting the patient's condition.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: on march 5, 2021, during the process of indwelling the intravenous indwelling needle for the patient, when the steel needle retreated 0.5cm after blood return, a colloidal foreign body was found at the place of the needle. After a good explanation was given to the patient, the needle was pulled out and a new indwelling needle was replaced for the patient, without affecting the patient's condition.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: a device history review was conducted for lot number 0063948. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photographs, sample and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. H3 other text : see h.10